Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that upon insertion of the lens into the patient¿s right eye, the trailing haptic was noticed to be torn near the haptic/optic junction. Reportedly, an injector from a different manufacturer was used in conjunction with the lens. The incision was enlarged in order to remove the lens; however, sutures were not needed. A backup lens of the same model was implanted. The patient was fine and had no problems post procedure.

Manufacturer narrative:
The lens was returned to bausch + lomb. Visual inspection found one plate with haptic arms torn off and missing. The optic was torn nearly in half with one plate with arms attached to the optic. The cause of damage could not be determined. Review of the device history record (DHR) did not find any nonconformities or anomalies related to this complaint. Based on available information, a root cause for the reported event could not be conclusively determined. However, the use of an unvalidated injector is the most likely contributing factor to the event.